Event description:
It was reported that the customer was treated by paramedics for low blood glucose, but was not admitted to the hospital. The paramedics treated the customer intravenously. The customer stated his blood glucose may have been below 30 mg/dl at the time of the event but he is not certain. The customer expressed a need for training on how to properly use the insulin pump, which he received as a loaner, as his last insulin pump needed to be replaced. Nothing further reported.

Manufacturer narrative:
.